Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a pinhole leak 1mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
Reportable based on device analysis completed on 25jun2025. It was reported that the device was unable to cross the lesion. The target lesion was located in the proximal left anterior descending artery (lad). A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the physician wanted to optimize the lesion in the proximal lad, which is highly fibrotic and diffused. However, it was unable to cross the proximal portion of the lad even after several attempts were made. The procedure was successfully completed using an alternate device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a pinhole leak 1mm proximal to the proximal markerband.